Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported the customer was trying to fill her cannula and the insulin came out through the quick release. Then customer received an alarm stating she had reached her max received alarm. Customer needed assistance with set change. Unable to help customer since customer had ran out of insulin. Customer was advised to call back to help her with the fill process. No further information reported.